Event description:
It was reported that this patient experienced ventricular tachycardia (vt) that was treated with anti-tachycardia pacing (atp) and 41joule shocks. The atp was initially successful at terminating the vt, but the arrhythmia was induced again shortly afterwards. Multiple shocks were delivered but did not terminate the vt. The patient was hospitalized and the vt was successfully terminated externally through cardioversion and medication delivery. Boston scientific technical services were contacted and surgical intervention and implantation of a competitor's device to help convert future arrhythmias. At this time, the device remains implanted and in service. The physician elected to surgically implant a competitor's array, which subsequently showed effective shock delivery. The patient was stable with no additional adverse consequences.

Event description:
It was reported that this patient experienced ventricular tachycardia (vt) that was treated with anti-tachycardia pacing (atp) and 41joule shocks. The atp was initially successful at terminating the vt, but the arrhythmia was induced again shortly afterwards. Multiple shocks were delivered but did not terminate the vt. The patient was hospitalized and the vt was successfully terminated externally through cardioversion and medication delivery. Boston scientific technical services were contacted and surgical intervention and implantation of a competitor's device to help convert future arrhythmias. At this time, the device remains implanted and in service. Additional information has been requested regarding the event resolution, but has not yet been received. The patient was stable with no additional adverse consequences.